Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which the tubing separated from the luer body of the male luer. According to the report, the clearlink set was hung on a patient on (B)(6) 2012 at an unknown time. The medication being administered is unknown. During the evening of (B)(6) 2012, it was observed that the tubing had completely separated from the luer body. This resulted in a leak of the unknown medication. The reporter indicated that the set was in use for about 24 hours when the separation occurred. The set was switched out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was received for evaluation. Visual inspection confirmed that the tubing end was separated from the interior of the male luer inlet port. Microscopic inspection noted that little to no residual solvent residue was visible. The other solvent bonds on the set were pull tested without failure. The root cause was not identified.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.